Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test even after the battery cap was replaced. The customer's blood glucose was unknown. The customer was using a lithium battery for the insulin pump. While troubleshooting, the customer received the failed battery test alarm again. The customer was advised to not use lithium batteries. The customer was advised that the insulin pump needed be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No failed battery test alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.